Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the output connector assembly was broken. Analysis also noted that the upper case was broken, the lower case was broken, the display wire was pinched, wire insulation not compromised and the device required a battery drawer shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for annual calibration and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.